Event description:
It was reported that a device alarmed for a sys error 322. There was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device eval is complete.